Event description:
During a laparoscopic esophagectomy procedure, the staples did not fully close and the tissue opened. Another like device was used to complete the procedure. There was no pt consequence.